Event description:
The customer reported the system was not displaying images or booting up properly. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the camera connectors. The system operates as intended.